Manufacturer narrative:
Analysis of the returned device shows that the damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the overload cannot be determined with the provided information. No deviation or no non-conformance to specifications has been recorded for the lot number h11a6045.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was noted that a screw was broken at l5. A revision was done to remove the broken screw. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images, CT, 3d CT show reconstructure of lumbar construct l3-l4-l5. 3d construct shows broken right l5 screw just below tulip. Axial CT shows apparent lysis about right sided screw on one and left sided screw on another. Sagittal reconstructive shows lysis about screw which is broken.